Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix exceeded specification the number of turns to extend and retract. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix over-retracted and no further helix testing was possible. (B)(4).

Event description:
It was reported that oversensing and noise were observed on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.